Event description:
There was noise on the lead that was detected in vf zone. The lead was capped but the cause of noise is unknown. The patient was not shocked inappropriately. Should additional information be received, this file will be updated. An iegm was sent in and noise is present on both the ff and ventricular field. It was noted that there was possibly subclavian crush.

Manufacturer narrative:
On 05/25/17 - we were notified that this lead was capped on (B)(6) 2017 due to noise and inappropriate detection. No inappropriate shocks were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.